Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Additionally, paramedics were called to assist customer with bg, however, no additional assistance was provided as bg was stabilized. Recommendation was made to consult with a healthcare provider regarding diabetes management.